Event description:
Pt complained of fatigue fibromyalgia, hair loss and rupture of breast implants. CT/MRI performed in 1999 showed suspected implant rupture bilaterally. Pt underwent surgery to remove and replace implants bilaterally. Pathologist examination of implants showed that the right implant's outer envelope contained a focal defect which exudes an abundantamount of fluid. Lt implant was described as obviously disrupted.